Event description:
The patient was seen at the center for device evaluation. The parent was receiving inconsistent responses from the patient. External equipment was exchanged. Testing results indicated that there were impedance measurements that were out of normal range.